Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up and down button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside the insulin pump noted.

Event description:
Customer reported that his insulin pump started beeping and is now showing button error. She cannot clear the alarm. Customer's blood glucose is 81 mg/dl. She had the device in a zip lock bag in her pocket. She was in a classroom with children splashing water around. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.